Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and it was found that the main switch was damaged. Additionally, the front panel was found to be damaged and a worn out scope socket was found to leak air pressure. There was also minor wear on the top cover and the olympus lamp was found to be out of specification, replacement is required. Following replacement of parts, the unit passed functional testing and was returned to the user facility.

Event description:
The user facility reported that the power button is broke off at the bottom of the button itself. There was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the contents of this complaint. As a result of confirming DHR, it was confirmed that there was no abnormality in manufacturing, special adoption, and dispersion. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: :it is presumed that the device had been delivered for more than seven years, and that it was caused by aging due to long-term use, or by the user hitting the power switch against something hard. : it is inferred that it was caused by the user hitting the front panel against something hard. : since the lamp usage time is about 100 hours or more, it is presumed that the cause is accidental failure of the lamp. : it is assumed that 7 years or more have passed since the device was delivered, and that it was caused by aging due to long-term use.